Event description:
It was reported that the patient was experiencing diaphragmatic stimulation with ventricular sense response (vsr) pacing during atrial tachycardia. Follow-up with the patient's clinic indicated that to eliminate the diaphragmatic stimulation the patient would have to do without biventricular pacing, so no changes were made to the device programming. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.